Event description:
It was reported that during a follow-up visit to perform a defibrillation threshold testing on a newly implanted cardiac resynchronization therapy defibrillator (crt-d), the device was unsuccessful in converting the induced ventricular fibrillation at 31 and 41 joule shocks. The rhythm slowed but carried on for a few beats before the rhythm self-terminated. A repeat shock was delivered, followed by two more unsuccessful 41 joule shocks. The plan is to reduce the threshold and perform a right ventricular (rv) lead revision procedure to replaced lead model 0672 with a dual coil lead. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that during a follow-up visit to perform a defibrillation threshold testing on a newly implanted cardiac resynchronization therapy defibrillator (crt-d), the device was unsuccessful in converting the induced ventricular fibrillation at 31 and 41 joule shocks. The rhythm slowed but carried on for a few beats before the rhythm self-terminated. A repeat shock was delivered, followed by two more unsuccessful 41 joule shocks. The plan is to reduce the threshold and perform a right ventricular (rv) lead revision procedure to replaced lead model 0672 with a dual coil lead. Subsequently, the rv lead was explanted and replaced. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.